Event description:
The reporter indicated that pacing failure was observed approximately 6 months after the implant, and "high ohms" was displayed on the programmer's screen when receiving telemetry. Both the pacer and leads were replaced with a new system due to suspected fracture.

Manufacturer narrative:
Summary analysis: the device was subjected to electrical/mechanical function testing. Normal pacer operation was observed. The unit is operating within new pacer specifications.